Event description:
It was reported that the 9800 system had a collimator iris pot error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was aligned during the service call. The systems was tested and found to be working as intended and put back into service.